Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases flat, wear abrasion and one opening on patch/shell bond edge. Leak test and microscopic analysis was performed which identified: one sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation reported as deflation.

Event description:
Device has been explanted.